Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a austin osteotomy on an unknown date and suture was used. The surgeon opines that the suture did not absorb as expected. The patient had a wound revision approximately 4 weeks post op with removal of the non- absorbed subcutaneous suture. The wound presented a fistula formation. The patient's wound has now completely recovered.